Event description:
The device has been explanted.

Event description:
Healthcare provider reported a left side implant removal from textured to smooth due to the concerns of the product and patient confirmed. Patient also reported "one is two or three times" bigger, fluid around it, hard around area, doesn't look or feel the same." Healthcare provider confirmed left side "fluid". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ visibility/palpability: unable to observe as it is a medical event not related to the device. ¿ ¿ seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed deformation on the device. ¿ brown particles observed on the surface of the device. ¿ observed wear abrasion on the device. ¿ observed non penetrating nicks on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, anxiety-product/procedure, visibility/palpability.

Event description:
Healthcare provider reported a left side implant removal from textured to smooth due to the concerns of the product. Patient later reported "one is two or three times" bigger, fluid around it, hard around area, and doesn't look or feel the same." The device remains implanted.